Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was initially reported that the patient had the stimulation turned to 0v and off; continued to feel constant stimulation from right leg to groin area, overstimulation. It was confirmed the stimulation was 0v and off. The therapy was not working as expected. The patient wanted to meet with a medtronic representative for a device check and/or programming. The manufacturer's representative spoke with the patient and was told she only needed a reprogram, nothing was said about overstimulation. In later reporting it was noted that the patient did meet with the manufacturer's representative. It was noted the patient had felt shocking if she touched herself with her hand or touched others, specifically her husband who told her he could feel the shock also. No abnormal impedances were found. The patient did not feel shocking while in the office and the manufacturer's representative did not feel a shock if the patient touched them. The patient was considering a pump but had concerns about the same thing happening. The patient was left with programs they could use. The patient had not been seen since that time by the manufacturer's representative.

Manufacturer narrative:
Lead model # 39565-65 lot # v497887036 implanted 2010-(B)(6) explanted unknown; programmer model # 37743 lot # nke120768n; programmer model # 37743 lot # nke157560n; recharger model # 37752 lot# nka146713n.